Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Product ID: dvfb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead was returned to the manufacturer after being explanted at the time of the high voltage rv lead revision and tested out of specification. No patient complications have been reported as a result of this event.